Event description:
Customer reported leaking from ports and some blood backed up into line. This happened when the IV is connected and no "y" sites are being used. No patient harm or medical intervention required. Although requested, no additional patient or event information provided.

Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A follow up report will submitted with failure investigation results should the set be received for evaluation.